Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a carotid stenting procedure, arteriotomy closure of the left common femoral artery was achieved using a starclose se device. Reportedly, after clip deployment, hemostasis was achieved. However, the patient developed weakening of the distal pulses of the left leg. Using angiography one of the clip tines was observed to be deployed on the sidewall of the vessel causing partial occlusion of the vessel. Via the right common femoral artery, a dilatation catheter was used to release the clip tine from the sidewall of the vessel restoring normal distal pulses of the left leg. A significant clinical delay was reported of the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.